Event description:
As reported by the end user hospital, during prep for a procedure, air bubbles were noted in the saline line of a navilyst medical closed fluid system. The unit was not used in the procedure, so there was no effect on the pt. The device has been returned to navilyst medical for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The (B)(4) 2012 navilyst medical complaint report was reviewed for the product family of closed systems and the failure mode of "air in line." No adverse trends were identified. Returned to navilyst medical was one used device and one device in an unopened pouch. Both samples were functionally tested with water by priming and de-bubbling with a 10ml syringe. The fluid was then injected into the attached waste bag. Neither air bubbles, nor leakage was observed. All male and female fittings on both samples were measured and found to be within dimensional specification. Based on the evaluation results for the returned samples, the complaint of air in the saline line could not be confirmed and the devices were determined to be functioning properly. Although we cannot definitively determine a root cause for the reported complaint, a possible root cause is that one or more of the connected components were not adequately tightened during set-up. The directions for use packaged with this device states, "ensure that you are making secure connections when using this device to prevent the introductions of air into the system." It additionally states, "check all connections for tightness." (B)(4).